Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple, intermittent cartridge alarms (alarm 06) occurred while the pump was exposed to extremely hot and humid conditions. Reportedly, the customer was not outside of the labeled operating altitude range. A new cartridge was loaded resolving the alarm. Customer's blood glucose level was 123 mg/dl.